Manufacturer narrative:
The instruments in the cycles subject of the event were reprocessed prior to use. A steris service technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified and the sterilizer was returned to service. The employees subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." While onsite, the technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves while operating their v-pro max sterilizer and properly drying instruments. No additional issues have been reported.

Event description:
A steris service technician was onsite performing service activities when facility personnel stated that some of their employees experienced a burn while unloading items that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. No medical treatment was sought or administered in each instance.